Event description:
It was reported that the subject device image was blurry. No patient harm was reported.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device image was blurry. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No new appearance/functional abnormality was found. Based on the results of the investigation, a definitive root cause could not be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.